Event description:
During an unrelated lead revision procedure, it was noted the set screw on the device header was stripped. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of set screw stripping could not be confirmed by analysis. Device set screw was displaced during implantation. Realignment of the set screw into the cavity found no stripping. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.